Manufacturer narrative:
Additional information: observations: visual and optical inspection confirms the tip is not broken. The tip has been deformed, with the approximately 3mm of the tip plastically deformed, consistent with torsional overload. Dimensional inspection of the shaft diameter and material hardness confirms conformance to print specification. Conclusion: the above findings are consistent with torsional overload.

Event description:
It was reported that a patient underwent an unknown spinal procedure. During the procedure, the tip of one driver broke and the threads of the second driver cross threaded.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.